Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent alert 38 with ¿insulin high¿ status on the ilet, with the alert beginning in the morning and persisting despite approximately 13 restarts; a blood glucose meter reading was 339 mg/dl and the user administered 15 units of subcutaneous insulin via pen as back-up therapy, after which a replacement ilet was arranged and the original was shut down for return. Symptoms included feeling sick to the stomach. Outcomes included hyperglycemia requiring back-up insulin administration, without hospitalization or professional medical intervention. Investigation included review of user-reported event details, device alarm history characterization, and coordination for device return and data synchronization. Investigation of the returned device revealed a consecutive stalled motor alarm consistent with an insulin delivery motor stall in the pump system. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction involving the insulin delivery mechanism.